Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that during a thrombectomy procedure to treat the occluded m1 segment of the middle cerebral artery (mca), the retriever could not be withdrawn. The physician believed that the retriever somehow became entangled in the artery intima, but cannot explain why. The retriever was unable to be removed, in spite of multiple of attempts performed. The physician ultimately cut the retriever still contained within competitor microcatheter at the groin section and left it inside the patient. The physician did not plan re-treatment due to the patient¿s condition and felt that any more aggressive removal attempt would lead to the artery to rupture. It was reported that the patient¿s presenting stroke didn¿t improve and the patient was not doing good.